Event description:
It was reported that this right ventricular (rv) lead has high threshold. Boston scientific technical services (ts) suspected medication caused increased in threshold. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).